Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported by the customer: "after successfully getting a locking screw in the more proximal locking hole while using the intermediate targeting device (itd) for the gamma 4, the surgeon proceeded to statically lock the distal locking hole. The initial drilling attempt missed the nail, and during a second drilling attempt, the locking drill broke inside the patient¿s femur. No attempt was made to retrieve the broken tip of the drill bit in the femur."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence in relation to the targeting device were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported by the customer: "after successfully getting a locking screw in the more proximal locking hole while using the intermediate targeting device (itd) for the gamma 4, the surgeon proceeded to statically lock the distal locking hole. The initial drilling attempt missed the nail, and during a second drilling attempt, the locking drill broke inside the patient¿s femur. No attempt was made to retrieve the broken tip of the drill bit in the femur."